Manufacturer narrative:
(B)(4).

Event description:
The patient received inappropriate therapy and felt a patient notifier. When the device was interrogated, it was found to be in backup vvi mode. Additional information has been requested but not yet received.